Event description:
It was reported that during a colon resection procedure, the device was placed on the colon, transected the colon, proximal side okay and staples formed correctly, but on distal side, the staples were formed inadequate, they were open or misformed. Another device was used to transect and close the distal part again. No patient consequence.